Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/11/2017 with the following findings: a review of the pump¿s black box history showed no evidence of power issues. There was no data in the black box from time of reported power issue due to continued use of the pump. A visual inspection of the pump showed the battery compartment and returned battery cap were undamaged; the battery cap secured properly to the pump. The pump powered on with audible tone and vibration alarms functioning, with no power interruptions or power loss. The pump was exercised for 24 hours with no loss of power. The pump was opened and no damage was found to the power circuit. The complaint of no power was not duplicated or confirmed during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.